Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 30259220, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported during gastrostomy tube (gj) placement via endoscopy the physician reported uncoiling of the guidewire. "Physician also report[ed] the distal tip of the telescoping dilator popped off." The gj tube placement was aborted and a percutaneous endoscopic gastrostomy (peg) tube was placed instead. There was no reported patient injury. Additional information received 15-oct-2024 noted "the dilator broke inside of the patient, no medical or surgical intervention was needed."

Manufacturer narrative:
All information reasonably known as of 18-jun-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 20-may-2025 via medwatch/ FDA user facility report mw report mw 5161031 and the following was noted: the gj tube kit with introducer had no sterile 4x4, lidocaine, drape, gloves. The following things were defected. The scalpel: issues with the glide, the introducer dilator tip broke off in patient. The guide wire started to fray on the way out of the patient.

Manufacturer narrative:
The device history record for the reported lot number, 30259220, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Subject sample provided was evaluated the guidewire appeared severed, components of the guidewire look stretched and unraveled. Some parts of the wire were detached in multiple areas. However, there were no found activities or tools that could cause this type of flaw in the tube component; the cause for this incident could not be conclusively determined. Additionally, the subject sample provided was evaluated the tip appeared broken. The broken piece was not returned with the sample. The breaking point appeared jagged. However, there were no found activities or tools that could cause this type of flaw in the tube component; the cause for this incident could not be conclusively determined. Root cause could not be determined. All information reasonably known as of 10-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.